Event description:
It was reported a leak was noted at the valve of the sheath while in the patient. The sheath was exchanged which resolved the issue. There were no consequences to the patient.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch report will be filed.